Event description:
A malfunction alarm indicated by code malf 12 was reported by the customer, but there were no notable events prior to this. The customer's blood glucose level did not exceed 500 mg/dl and was not adversely impacted. Technical support provided information on how to reset the pump, and assisted the caller with the reset. After resetting, the malfunction code did not recur. The customer was informed they could continue using the pump and should call back if the issue arises again.